Event description:
It was reported that a patient presented to the emergency room. Upon interrogation, the patient's right atrial (ra) lead was found to have over-sensing of noise, with false high ventricular rate episodes noted. No intervention was performed. The patient was stable throughout.